Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. Sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer insulin pump alarmed critical pump error after getting moisture exposure from water through battery compartment. Customer stated the insulin pump did not had any physical damages. Customer stated insulin pump displayed critical error message on the screen. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.